Event description:
Event description cpi received information that this implantable pulse generator (ipg) was tested in-box at an implant procedure and found to have no telemetry. Device was never implanted in patient.